Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), autoimmune disorder ("autoimmune-like symptoms") and scleroderma ("sclerosis of the skin") in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia (for essure insertion procedure) on (B)(6) 2007. Plaintiff had not experienced this combination of symptoms while not on birth control. Records indicate that her menstrual cycles were normal and lasted 5 days. Concomitant products included corticosteroids for systemic use for contact dermatitis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 4 months 12 days after insertion of essure, the patient experienced vaginal infection ("vaginitis") with vaginal discharge, vulvovaginal discomfort, dysuria, vaginal odour and vulvovaginal pruritus. In 2008, the patient experienced the first episode of fibromyalgia ("fibromyalgia") with back pain, pain and arthralgia. On (B)(6) 2010, the patient experienced coordination abnormal ("poor coordination"), memory impairment ("decreased memory/memory problems"), confusional state ("confusion"), fall ("falling"), anosmia ("loss of smell"), ageusia ("loss of taste"), swelling ("swelling") and hypoaesthesia ("numbness"). On (B)(6) 2011, the patient experienced headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), scleroderma (seriousness criterion medically significant), fatigue ("fatigue"), vomiting ("vomiting"), nausea ("nausea"), vaginal discharge ("frequent vaginal discharge"), abdominal distension ("bloating"), menorrhagia ("heavy bleeding with clotting/ heavy menstrual bleeding and a blood clot / menorrhagia"), dermatitis contact ("highly allergic as she had extremely positive reactions to everything that was placed on her/she is allergic to nickel") with rash pruritic and allergic oedema, menstruation irregular ("irregular menstrual bleeding"), neck pain ("neck pain"), muscular weakness ("bilateral arm and leg weakness"), abdominal pain ("abdominal pain"), the second episode of fibromyalgia ("fibromyalgia"), cystitis ("interstitial cystitis /chronic cystitis") with urinary tract pain and amnesia ("memory loss"). On an unknown date, the patient experienced migraine ("migraines/migraine headaches"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain/cramping") and dizziness ("dizziness"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy with removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, scleroderma, migraine, fatigue, vomiting, nausea, abdominal pain lower, vaginal discharge, abdominal distension, menorrhagia, vaginal infection, coordination abnormal, memory impairment, confusional state, dizziness, fall, anosmia, ageusia, swelling, hypoaesthesia, headache, dermatitis contact, menstruation irregular, neck pain, muscular weakness, abdominal pain, the last episode of fibromyalgia, cystitis and amnesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, ageusia, amnesia, anosmia, autoimmune disorder, confusional state, coordination abnormal, cystitis, dermatitis contact, dizziness, fall, fatigue, headache, hypoaesthesia, memory impairment, menorrhagia, menstruation irregular, migraine, muscular weakness, nausea, neck pain, pelvic pain, scleroderma, swelling, vaginal discharge, vaginal infection, vomiting, the first episode of fibromyalgia and the second episode of fibromyalgia to be related to essure. The reporter commented: symptoms largely resolved following her hysterectomy on (B)(6) 2011: MRI of the cervical spine and a MRI of the brain were performed at the MRI & imaging: found mild degenerative changes, but the mris were otherwise normal. On (B)(6) 2014: the pathology report only states as follows: a thin segment of wire material extends through one piece of tissue and measures 5.5 cm in length. Most recent follow-up information incorporated above includes: on 14-jun-2018: events: chronic cystitis, sclerosis of the skin, fibromyalgia, abdominal pain, bilateral arm and leg weakness, neck pain, vaginal irritation, vaginal itching, vaginal odour, irregular menstrual bleeding, amnesia, urinary tract pain, device expulsion were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding with clotting"), autoimmune disorder ("autoimmune-like symptoms") and scleroderma ("sclerosis of the skin") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia (for essure insertion procedure) on (B)(6) 2007. Plaintiff had not experienced this combination of symptoms while not on birth control. Records indicate that her menstrual cycles were normal and lasted 5 days. Concomitant products included corticosteroids for systemic use for contact dermatitis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 4 months 12 days after insertion of essure, the patient experienced vaginal discharge ("frequent vaginal discharge") and vaginal infection ("vaginitis") with vaginal discharge, vulvovaginal discomfort, dysuria, vaginal odour and vulvovaginal pruritus. In 2008, the patient experienced the first episode of fibromyalgia ("fibromyalgia") with back pain, pain and arthralgia. On (B)(6) 2010, the patient experienced coordination abnormal ("poor coordination"), memory impairment ("decreased memory/memory problems"), confusional state ("confusion"), fall ("falling"), anosmia ("loss of smell"), ageusia ("loss of taste"), swelling ("swelling") and hypoaesthesia ("numbness"). On (B)(6) 2011, the patient experienced headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), scleroderma (seriousness criterion medically significant), fatigue ("fatigue"), vomiting ("vomiting"), nausea ("nausea"), abdominal distension ("bloating"), menorrhagia ("heavy bleeding with clotting/ heavy menstrual bleeding and a blood clot / menorrhagia"), dermatitis contact ("highly allergic as she had extremely positive reactions to everything that was placed on her/she is allergic to nickel") with rash pruritic and allergic oedema, menstruation irregular ("irregular menstrual bleeding"), neck pain ("neck pain"), muscular weakness ("bilateral arm and leg weakness"), abdominal pain ("abdominal pain"), the second episode of fibromyalgia ("fibromyalgia"), cystitis interstitial ("interstitial cystitis /chronic cystitis") with urinary tract pain, amnesia ("memory loss"), neuropathy peripheral ("post infectious neuropathy"), lumbosacral radiculopathy ("radiculopathy lumbosacral"), neuritis ("thoracic (neuritis)"), allergy to metals ("allergic to nickel") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced migraine ("migraines/migraine headaches"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain/cramping") and dizziness ("dizziness"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy with removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, scleroderma, migraine, vomiting, nausea, abdominal pain lower, vaginal discharge, abdominal distension, menorrhagia, vaginal infection, coordination abnormal, memory impairment, confusional state, dizziness, fall, anosmia, ageusia, swelling, hypoaesthesia, headache, dermatitis contact, menstruation irregular, neck pain, muscular weakness, the last episode of fibromyalgia, cystitis interstitial, amnesia, neuritis, allergy to metals and urinary tract infection outcome was unknown and the fatigue and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, ageusia, allergy to metals, amnesia, anosmia, autoimmune disorder, confusional state, coordination abnormal, cystitis interstitial, dermatitis contact, dizziness, fall, fatigue, genital haemorrhage, headache, hypoaesthesia, lumbosacral radiculopathy, memory impairment, menorrhagia, menstruation irregular, migraine, muscular weakness, nausea, neck pain, neuritis, neuropathy peripheral, pelvic pain, scleroderma, swelling, urinary tract infection, vaginal discharge, vaginal infection, vomiting, the first episode of fibromyalgia and the second episode of fibromyalgia to be related to essure. The reporter commented: symptoms largely resolved following her hysterectomy the report noted finding within the uterus a thin segment of wire material extends through one piece of tissue and measure 5.5 cm in length on (B)(6) 2011: MRI of the cervical spine and a MRI of the brain were performed at the MRI & imaging: found mild degenerative changes, but the mris were otherwise normal. On (B)(6) 2014: the pathology report only states as follows: a thin segment of wire material extends through one piece of tissue and measures 5.5 cm in length. She underwent an MRI of her lumbar spine which was normal. Most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events post infectious neuropathy, radiculopathy lumbosacral, thoracic (neuritis), allergic to nickel, urinary tract infection were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine perforation ('uterine perforation') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia (for essure insertion procedure) on (B)(6) 2007. Plaintiff had not experienced this combination of symptoms while not on birth control. Records indicate that her menstrual cycles were normal and lasted 5 days. Concomitant products included corticosteroids for systemic use for contact dermatitis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal discharge ("frequent vaginal discharge") and vaginal infection ("vaginitis") with vaginal discharge, vulvovaginal discomfort, dysuria, vaginal odour and vulvovaginal pruritus, 4 months 12 days after insertion of essure. In 2008, the patient experienced the first episode of fibromyalgia ("fibromyalgia") with back pain, pain and arthralgia. On (B)(6)2010, the patient experienced coordination abnormal ("poor coordination"), memory impairment ("decreased memory/memory problems"), confusional state ("confusion"), fall ("falling"), anosmia ("loss of smell"), ageusia ("loss of taste"), swelling ("swelling") and hypoaesthesia ("numbness"). On (B)(6) 2011, the patient experienced headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain/cramping") and dizziness ("dizziness"). On an unknown date, the patient experienced migraine ("migraines/migraine headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding with clotting"), autoimmune disorder ("autoimmune-like symptoms"), scleroderma ("sclerosis of the skin"), fatigue ("fatigue"), vomiting ("vomiting"), nausea ("nausea"), abdominal distension ("bloating"), menorrhagia ("heavy bleeding with clotting/ heavy menstrual bleeding and a blood clot / menorrhagia"), dermatitis contact ("highly allergic as she had extremely positive reactions to everything that was placed on her/she is allergic to nickel") with rash pruritic and allergic oedema, menstruation irregular ("irregular menstrual bleeding"), neck pain ("neck pain"), muscular weakness ("bilateral arm and leg weakness"), abdominal pain ("abdominal pain"), the second episode of fibromyalgia ("fibromyalgia"), cystitis interstitial ("interstitial cystitis /chronic cystitis") with urinary tract pain, amnesia ("memory loss"), neuropathy ("post infectious neuropathy"), lumbosacral radiculopathy ("radiculopathy lumbosacral"), neuritis peripheral ("thoracic (neuritis)"), allergy to metals ("allergic to nickel"), urinary tract infection ("urinary tract infection") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy with removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine perforation, autoimmune disorder, scleroderma, migraine, vomiting, nausea, abdominal pain lower, vaginal discharge, abdominal distension, menorrhagia, vaginal infection, coordination abnormal, memory impairment, confusional state, dizziness, fall, anosmia, ageusia, swelling, hypoaesthesia, headache, dermatitis contact, menstruation irregular, neck pain, muscular weakness, the last episode of fibromyalgia, cystitis interstitial, amnesia, neuropathy, lumbosacral radiculopathy, neuritis peripheral, allergy to metals, urinary tract infection and hypersensitivity outcome was unknown and the fatigue and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, ageusia, allergy to metals, amnesia, anosmia, autoimmune disorder, confusional state, coordination abnormal, cystitis interstitial, dermatitis contact, dizziness, fall, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, lumbosacral radiculopathy, memory impairment, menorrhagia, menstruation irregular, migraine, muscular weakness, nausea, neck pain, neuropathy, pelvic pain, scleroderma, swelling, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, vomiting, the first episode of fibromyalgia, neuritis peripheral and the second episode of fibromyalgia to be related to essure. The reporter commented: symptoms largely resolved following her hysterectomy the report noted finding within the uterus a thin segment of wire material extends through one piece of tissue and measure 5.5 cm in length diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2010: results: normal; on (B)(6) 2010: results: normal. Magnetic resonance imaging brain - on (B)(6) 2010: results: normal. Diagnostic results: on (B)(6) 2011: MRI of the cervical spine and a MRI of the brain were performed at the MRI & imaging: found mild degenerative changes, but the mris were otherwise normal. On (B)(6) 2014: the pathology report only states as follows: a thin segment of wire material extends through one piece of tissue and measures 5.5 cm in length. She underwent an MRI of her lumbar spine which was normal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine perforation ('uterine perforation') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia (for essure insertion procedure) on (B)(6) 2007. Plaintiff had not experienced this combination of symptoms while not on birth control. Records indicate that her menstrual cycles were normal and lasted 5 days. Concomitant products included corticosteroids for systemic use for contact dermatitis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal discharge ("frequent vaginal discharge") and vaginal infection ("vaginitis") with vaginal discharge, vulvovaginal discomfort, dysuria, vaginal odour and vulvovaginal pruritus, 4 months 12 days after insertion of essure. In 2008, the patient experienced the first episode of fibromyalgia ("fibromyalgia") with back pain, pain and arthralgia. On (B)(6) 2010, the patient experienced coordination abnormal ("poor coordination"), memory impairment ("decreased memory/memory problems"), confusional state ("confusion"), fall ("falling"), anosmia ("loss of smell"), ageusia ("loss of taste"), swelling ("swelling") and hypoaesthesia ("numbness"). On (B)(6) 2011, the patient experienced headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain/cramping") and dizziness ("dizziness"). On an unknown date, the patient experienced migraine ("migraines/migraine headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding with clotting"), autoimmune disorder ("autoimmune-like symptoms"), scleroderma ("sclerosis of the skin"), fatigue ("fatigue"), vomiting ("vomiting"), nausea ("nausea"), abdominal distension ("bloating"), menorrhagia ("heavy bleeding with clotting/ heavy menstrual bleeding and a blood clot / menorrhagia"), dermatitis contact ("highly allergic as she had extremely positive reactions to everything that was placed on her/she is allergic to nickel") with rash pruritic and allergic oedema, menstruation irregular ("irregular menstrual bleeding"), neck pain ("neck pain"), muscular weakness ("bilateral arm and leg weakness"), abdominal pain ("abdominal pain"), the second episode of fibromyalgia ("fibromyalgia"), cystitis interstitial ("interstitial cystitis /chronic cystitis") with urinary tract pain, amnesia ("memory loss"), neuropathy ("post infectious neuropathy"), lumbosacral radiculopathy ("radiculopathy lumbosacral"), neuritis peripheral ("thoracic (neuritis)"), allergy to metals ("allergic to nickel"), urinary tract infection ("urinary tract infection") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy with removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine perforation, autoimmune disorder, scleroderma, migraine, vomiting, nausea, abdominal pain lower, vaginal discharge, abdominal distension, menorrhagia, vaginal infection, coordination abnormal, memory impairment, confusional state, dizziness, fall, anosmia, ageusia, swelling, hypoaesthesia, headache, dermatitis contact, menstruation irregular, neck pain, muscular weakness, the last episode of fibromyalgia, cystitis interstitial, amnesia, neuropathy, lumbosacral radiculopathy, neuritis peripheral, allergy to metals, urinary tract infection and hypersensitivity outcome was unknown and the fatigue and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, ageusia, allergy to metals, amnesia, anosmia, autoimmune disorder, confusional state, coordination abnormal, cystitis interstitial, dermatitis contact, dizziness, fall, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, lumbosacral radiculopathy, memory impairment, menorrhagia, menstruation irregular, migraine, muscular weakness, nausea, neck pain, neuropathy, pelvic pain, scleroderma, swelling, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, vomiting, the first episode of fibromyalgia, neuritis peripheral and the second episode of fibromyalgia to be related to essure. The reporter commented: symptoms largely resolved following her hysterectomy the report noted finding within the uterus a thin segment of wire material extends through one piece of tissue and measure 5.5 cm in length diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2010: results: normal; on (B)(6) 2010: results: normal. Magnetic resonance imaging brain - on (B)(6) 2010: results: normal. Diagnostic results: on (B)(6) 2011: MRI of the cervical spine and a MRI of the brain were performed at the MRI & imaging: found mild degenerative changes, but the mris were otherwise normal. On (B)(6) 2014: the pathology report only states as follows: a thin segment of wire material extends through one piece of tissue and measures 5.5 cm in length. She underwent an MRI of her lumbar spine which was normal. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : events added: uterine perforation and hypersensitivity symptoms. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), autoimmune disorder ("autoimmune-like symptoms") and scleroderma ("sclerosis of the skin") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia (for essure insertion procedure) on (B)(6) 2007. Plaintiff had not experienced this combination of symptoms while not on birth control. Records indicate that her menstrual cycles were normal and lasted 5 days. Concomitant products included corticosteroids for systemic use for contact dermatitis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 4 months 12 days after insertion of essure, the patient experienced vaginal infection ("vaginitis") with vaginal discharge, vulvovaginal discomfort and dysuria. In 2008, the patient experienced fibromyalgia ("fibromyalgia") with back pain, pain and arthralgia. On (B)(6) 2010, the patient experienced coordination abnormal ("poor coordination"), memory impairment ("decreased memory/memory problems"), confusional state ("confusion"), fall ("falling"), anosmia ("loss of smell"), ageusia ("loss of taste"), swelling ("swelling") and hypoaesthesia ("numbness"). On (B)(6) 2011, the patient experienced headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), scleroderma (seriousness criterion medically significant), migraine ("migraines/migraine headaches"), fatigue ("fatigue"), vomiting ("vomiting"), nausea ("nausea"), abdominal pain lower ("abdominal pain/cramping"), vaginal discharge ("frequent vaginal discharge"), abdominal distension ("bloating"), menorrhagia ("heavy bleeding with clotting/ heavy menstrual bleeding and a blood clot / menorrhagia"), dizziness ("dizziness"), urinary tract pain ("urinary tract pain"), cystitis interstitial ("interstitial cystitis"), dermatitis contact ("highly allergic as she had extremely positive reactions to everything that was placed on her/she is allergic to nickel") with rash pruritic and allergic oedema and menstruation irregular ("irregular menstrual bleeding"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy with removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, scleroderma, migraine, fatigue, vomiting, nausea, abdominal pain lower, vaginal discharge, abdominal distension, menorrhagia, vaginal infection, coordination abnormal, memory impairment, confusional state, dizziness, fall, anosmia, ageusia, swelling, hypoaesthesia, headache, urinary tract pain, cystitis interstitial, dermatitis contact and menstruation irregular outcome was unknown and the fibromyalgia had not resolved. The reporter considered abdominal distension, abdominal pain lower, ageusia, anosmia, autoimmune disorder, confusional state, coordination abnormal, cystitis interstitial, dermatitis contact, dizziness, fall, fatigue, fibromyalgia, headache, hypoaesthesia, memory impairment, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, scleroderma, swelling, urinary tract pain, vaginal discharge, vaginal infection and vomiting to be related to essure. The reporter commented: symptoms largely resolved following her hysterectomy on (B)(6) 2011: MRI of the cervical spine and a MRI of the brain were performed at the MRI & imaging: found mild degenerative changes, but the mris were otherwise normal. On (B)(6) 2014: the pathology report only states as follows: a thin segment of wire material extends through one piece of tissue and measures 5.5 cm in length. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.